Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation. There was no reported product deficiency. Death, hypotension, perforation and cardiac tamponade are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The graftmaster is being reported under a separate medwatch report number. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that during a mid left anterior descending artery intervention, in a heavily calcified lesion, a perforation occurred after deployment of a 2.75x28mm promus rx stent. The angio revealed gross extravasation of contrast into the pericardium. A 3.0x19mm graftmaster was advanced to the lesion and during positioning of the stent, prior to stent deployment, the stent caught on some calcification and became dislodged. The patient experienced hypotension, cardiac tamponade and coded. Intubation, cardiopulmonary resuscitation and a pericardiotomy were performed. After several hours, the patient was stabilized and was taken emergently to surgery where the perforation was sealed and the dislodged stent removed from the left main artery. Status remained critical and on (B)(6) 2011, the patient expired. Although requested, there was no additional information provided.